Manufacturer narrative:
Additional information received indicated that the shocking impedances had been trending up since implant. A 1.1 joule (j) and 41 j shock were delivered which produced normal impedance measurements of 38 and 39 ohms. A shocking lead impedance test was also performed which produced a measurement of 45 ohms. It was reported by the local area sales representative that the physician elected to perform a revision procedure to verify the setscrews of the device header. There was no boston scientific crm representative present at the revision procedure. It was communicated that after the physician opened the pocket, the distal coil terminal pin was tugged on and came out of the device header. The terminal pin was reinserted and retightened which resolved the issue. No additional information regarding the revision procedure has been communicated. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information from a latitude red alert that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a high out of range shocking impedance measurement. The physician was contacted regarding this issue. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.